Manufacturer narrative:
Visual inspection of the returned samples confirmed that they were disconnected from the cassette port (with the arrow). Further investigation showed that solvent had been applied and the od of the tubing was within specification. No root cause for the disconnections could be determined. However, pulling on the tubes can and will weaken the bonds and cause the tubing to disconnect. The reporter confirmed that the tubes were being pulled before use. Review of the complaint database indicates this is the only reported complaint for this product code in the past 24 months. Smiths was able to confirm the issue, but no root cause could be determined. This issue is being monitored for trend. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the devices are "blowing out" at the bottom of the cassette. The reporter stated they were pre-pulling the units before placing them on a patient. There was no patient injury or treatment reported with this event.